Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was reported to be performing therapy with a minicap that had an unspecified defect. It was not reported if the patient was hospitalized for this event. Treatment was not reported. It was reported that the peritonitis event was ongoing for five weeks. It was reported that the patient recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). Date of the event: the exact date of the event was not provided; it was reported to have occurred in (B)(6) 2014. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.